Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 32mm amplatzer septal occluder was selected for implant. During the procedure, the right atrial disc did not unfold properly. There was no adverse or potential health consequences to the patient. No additional information was obtained.